Event description:
It was reported that the ilet display presented lines across the screen after being carried in a pocket, rendering touch input and on-screen visibility ineffective; the user attempted a restart without improvement and reported that glucose readings from the paired cgm remained unaffected, then transitioned to backup therapy. Symptoms included inability to view or operate the device interface. Outcomes included interruption of intended insulin delivery workflow due to inability to perform meal announcements and the need to use backup therapy. Investigation included receipt of the device for evaluation. Investigation of this device revealed a damaged display consistent with a screen malfunction affecting the user interface. It was concluded, based on previously established findings for similar reports, that the cause was physical damage to the display leading to loss of visibility and input functionality.

Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage (sleep/wake button unresponsive; screen unresponsive; screen visibility) was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.